Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during preparation it was found that the angio-seal anchor did not pass through the tip, and it was opened to see if the tip was compressed. Additional information was received on (B)(6) 2018. There seemed to be a blockage before the clicking stage when pushing the collagen plug through towards the end of the device. It would not go down any further and the user did not want to force it.

Manufacturer narrative:
One 6fr angio-seal vip device was received for product evaluation. The device was received in a sealed polyfoil pouch. The hemostasis sheath was returned properly mated with the arteriotomy locator. All components were received in a header bag. The returned components were subjected to visual analysis. There were no anomalies noted on the returned components. The polyfoil pouch was opened and the bypass tube adequate covered the anchor. For functional testing, the carrier tube assembly was removed from the polyfoil pouch. The arteriotomy locator was removed from the hemostasis sheath. The carrier tube assembly was then mated with the hemostasis sheath and the device was deployed. No functional anomalies were noted. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation, the device was confirmed to be of normal product.